Event description:
It was reported that the patient was experiencing prolonged ipg charging. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.